Event description:
It was reported that the ilet user experienced recurrent low glucose readings and noted that the ilet had not delivered insulin for several hours, with review showing four meal announcements for a single lunch, consistent with an improper procedure and a user interface involvement. Symptoms included hypoglycemia with a nadir of 40 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem related to multiple accidental meal announcements, consistent with failure to follow instructions and involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.